Event description:
Requested product by surgeon 10fr. Cone tip catheter. Surgeon inserted catheter during ureteroscopy. Upon advancing and direction of the catheter, a portion of catheter broke off in the pt's ureter. The surgeon was able to remove the retained piece of catheter with a grasping forcep. No product remained in pt.